Event description:
The catheter is not properly sealed. We faced leakage on several occasions requiring a change of the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample was returned for investigation. Based on the complaint description, it was reported that catheter had leaked. Visual examination was performed on the returned sample and no material degradation or abnormality observed. The entire components appeared to be in good condition. Investigation conducted by inflating the balloon using 10 ml of water, there was no leak observed on internal or external side of the balloon. The sample then inflated with 10ml of air and submerged into a distilled water tank, no leak on balloon observed. A water leak test was conducted to trace any leaking point from funnel to the drainage eye resulted with no leak observation. From the observation it was again proven there is no leak observed throughout the catheter funnel, body and balloon. In current standard operating procedure, upon completion of assembly process as per spm-a52-004 the finished catheter will be subjected to 100% balloon inspection and 20 minutes leak test. Catheter with any defective part will be culled out during this process. Based on the complaint description, it was stated there is suspect the balloon was defective. Upon investigation on the returned complaint, it was determining there is no leak observed throughout the catheter. Therefore, this complaint could not be confirmed.

Event description:
The catheter is not properly sealed. We faced leakage on several occasions requiring a change of the catheter.